Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. It was indicated during the previous explant and reimplant surgery, a reduction of endothelial cells density and cataract was observed. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).